Manufacturer narrative:
Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that on 17 may 2024, a 28mm amplatzer amulet left atrial appendage occluder was chosen for implant using a 14f amplatzer torqvue 45x45 delivery sheath. The ostium was 24 x 31mm, the landing zone was 17 x 24mm, and the depth was 35mm. The sizing of the device was determined by transesophageal echocardiogram (tee). The patient was in normal sinus rhythm during the procedure. The left atrial pressure was 10mmhg. The close criteria were satisfied before and after the tension test. The compression was tire shaped. The device was implanted. On (B)(6) 2024, the device embolized to the left ventricle without causing an obstruction. The device was successfully retrieved from the left ventricle using a mitraclip sheath and raptors. The physician believed that the cause of the embolization was due to unfavorable anatomy. The patient remained hemodynamically stable and continued to be stable.

Manufacturer narrative:
An event of device embolized into the left ventricle after one day post implantation was reported. Information from the field indicated that close criteria were satisfied before and after the tension test. The device was successfully retrieved from the left ventricle. A returned device assessment could not be performed as the device was not returned for analysis. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed, and the product met all specifications. Based on the information received, the cause of the reported incident could not be conclusively determined. There is no indication of a product quality issue with respect to labeling design or manufacturing of the device.